Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support as escalation of care from an impella cp device. The pump was placed but, positioning was never optimal in the lv. Multiple re-positioning attempts were made but the malpositioning remained. The impella 5.5 was explanted.

Event description:
It was further reported that care was withdrawn and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that there was not enough information to associate the use of the device with the (death) outcome.

Manufacturer narrative:
B.5 additional information was received, and abiomed's medical safety officer review was completed. D.9 updated as the pump and data stick were returned for investigation. The investigation for the positioning issue has been completed. Clinical details stated that the impella was unable to be positioned correctly despite multiple attempts to reposition. The pump was returned and biomaterial was observed around the impeller. There were no other visual abnormalities. The root cause of the positioning issue was most likely use related. G.1 revised manufacturing site fax number from the initial submission of manufacturer device report number 1220648-2024-13062 in accordance with updated procedures. H.6 code 4628 was inadvertently omitted from the initial submission of manufacturer device report number 1220648-2024-13062.